Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
According to the available information the titan touch was implanted on (B)(6) 2016 and revised on (B)(6) 2021 due to incorrect sizing. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to size. No other adverse patient effects were reported.